Event description:
The customer's mother stated that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 54 mg/dl. The customer gave herself a bolus of seven units early in the morning and then had a seizure when she woke up. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer was not connected during the manual prime. The displacement test passed. When checking the insulin pump's history files, an extra prime of seven units was discovered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.